Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion and prime/compromised force sensor system tests. Device was received with stuck in motor error alarm loop during bolus/basal delivery and motor position encoder error alarm confirmed in alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device was received with broken battery tube threads, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a motor error alarm during a set change. Customer's blood glucose was unknown. Customer's mother reported the device alarmed a motor error alarm, then a motor position encoder error alarm, and another motor error alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.